Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s healthcare provider (hcp) performed a pump refill and changed the concentrations. The hcp inadvertently programmed the patient and did not perform a bridge bolus. The hcp was noted to have ¿immediately tried to go back and do the bridge bolus¿. A modified bridge bolus was performed without issue. No symptoms were reported. It was later reported that there was no issue with the pump. The patient missed their refill appointment, and the pump went dry. The concentrations were morphine 10 mg/ml (new) and 25 mg/ml (old). The patient was fine.